Event description:
Reporter alleged that comfort curve strips were labeled with an expiration date of "9/30/08". The manufacturer's records show the actual expiration date to be 09/30/2003. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Nurse (B)(6) reports via our sales rep, (B)(4), that the feet of the container are pushing through the soft wrapping which is placed around the containers after sterilization. Nurse (B)(6) reported that those containers were not used in theatre because, a lack of sterility was feared.